Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 420 mg/dl. The customer received two no delivery alarms during boluses. The customer's mother stated that an infusion set change resolved the alarms during both instances. During one of the instances, the infusion set's cannula was bent. The product is not being returned. Nothing further was reported.